Manufacturer narrative:
The device was not received for evaluation. As examination of the device may not conclusively confirm or disprove the report of discomfort quality accepts the physician's observations. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to the available information, the device was implanted in 2014 and explanted approximately 3 months later. Severe testicular pain was reported. It was also reported the product caused physical and emotional distress.